Manufacturer narrative:
Further investigations of the patient sample determined that it contained an interfering factor against the ft3 assay antibody/idiotype. Per product labeling: "in rare cases, interference due to extremely high titers of antibodies to analyte-specific antibodies, streptavidin or ruthenium can occur. These effects are minimized by suitable test design."

Manufacturer narrative:
**UDI related data quality updates only** d3 is the initial distributor in the us.

Event description:
The initial reporter stated they received questionable results for one patient sample tested with elecsys ft3 iii on two cobas e 801 module analyzers and a cobas e 411 analyzer. The specific date of the event is not known. Refer to the attachment for all patient data. The sample was initially tested on the customer's e 801 analyzer on an unknown date. The sample was provided for investigation, where it was tested on a second e 801 analyzer and an e411 analyzer on (B)(6) 2023. The sample was also repeated on a competitor system.

Manufacturer narrative:
The serial number of the customer's e 801 analyzer was requested, but not provided. The serial number of the e 801 analyzer used for investigation is (B)(6). Ft3 reagent lot number 669112 with expiration date 29-feb-2024 was used on this analyzer. The serial number of the e411 analyzer used for investigation is (B)(6). Ft3 reagent lot number 686656 with expiration date 30-apr-2024 was used on this analyzer. The competitor method is abbott architect. The investigation is ongoing.